Event description:
The pt had 3 coronary stents implanted approx 3 months before the ave stent implantation, with a history of hiv "positive" status for 12 years. The ave stent was successfully placed in the proximal circumflex artery at the target lesion site and a lesion in the left main artery was left untreated. The next day the pt had chest pain. Two days after placement of the stent, the pt had a cardiac arrest and was taken to the cath lab. The pt had developed thrombus that totally occluded the circumflex artery and partially occluded the left anterior descending artery. The thrombus was treated with reopro, heparin, urokinase and ptca for revascularization. Subsequently, a j&j stent was placed in the left main artery. That evening, the pt expired.